Event description:
It was reported via repair work order that improper restraint straps were installed on the chair that could potentially cause inadequate restraint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.